Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. Post-implant, the patient complained of radiating pain. Myocarditis developed, with a small amount of effusion confirmed by echocardiography. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.